Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one m.r.I. Hard base port attached to a groshong catheter in two segments were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and the identified material separation, wear and deformation issues, as a complete circumferential break was noted just distal to the cath-lock. Both edges of the break appeared smooth and rounded on one region, and finely granular and glossy on another. The investigation is inconclusive for the reported catheter migration issue, as the exact circumstances at the time of the reported event are unknown, and the reported event could not be reproduced in the lab. The identified break is typical of flexural fatigue, which is due to the repetitive kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately three years post port placement, the catheter allegedly broke near connection to the port stem and migrated into heart. It was further reported that the patient experienced pain and discomfort and catheter was removed form the body. Patient reported stable.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 10/2024).

Event description:
It was reported that approximately three years post port placement, the catheter allegedly broke near connection to the port stem and migrated into heart. It was further reported that catheter need to removed form the body. Patient reported stable.